Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant when trying to aspirate the introducer there was mostly air in the syringe. It was attempted again and more air was in the syringe than blood. The physician placed his thumb on the valve of introducer and little air observed and was able to aspirate and flush. It was deemed that a possible leak or crack on the valve of introducer was present and a new introducer was used without any issues. The leadless ipg was attempted to be implanted in the patient and on first deployment the physician stated the deployment of blue button to deploy micra was not smooth. The leadless ipgdid not engage in the heart adequately and needed to be recaptured. During recapture the physician stated that the blue recapture button made a clicking sound when pushing all the way up to fully recapture device with tines not fully in under fluoroscopy. The leadless ipg was taken out and flushed on the table and deployment button abnormalities were noticed. A new leadless ipg was used and successful implant was achieved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated the distal seal of the delivery system introducer was torn. Blood was observed on the delivery system introducer flush tube. The analyst noted the introducer was returned with the dilator still inserted in it. Analysis indicated the distal seal tear due to the delivery system or introducer dilator not being place in or removed straight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.